Event description:
It was reported that bd syringe 3ml ll 200 s/c contained foreign matter. Verbatim: please email our bd rep concerning below: "one staff member noticed that some syringes have a slick, coating-like feel on the outside after opening. When I checked, I observed the same thing. This coating prevents the medication labels from sticking properly. This could pose a safety risk for medications that require clear labeling. Syringes appear to be from the same lot (see image).".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.